Manufacturer narrative:
(B)(4). D10: 00641803202, item name: al fm hd 32 x 0mm (12/14), lot #: 60122490. G2: foreign: australia. Event was initially reported under incorrect MFR # 0001825034-2025-00879. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision 18 year post implantation due to unknown reasons. There is no further information available at the time of this report.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.